Event description:
The patient was reportedly experiencing intermittencies and loss of sound. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.